Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens implantation surgery, the nurse had trouble loading the lens. She scratched the lens with the plunger because the lens felt stiff when loading and did not glide easily. The same issue had happened with her when she loaded the lens herself. She was wondering if it was a manufacturing issue. There are two files associated with this report. This is 2 of 2.